Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing leading to pacing inhibition on the right ventricular (rv) lead. No changes or interventions were performed will continue to monitor. The patient was in stable condition.